Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system was functioning as intended, the reported issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while training on the system everything was working great. The clinical specialist walked away for about 10 minutes and when she came back the screen stated initializer not connected. She powered down the system. The next day she checked on the system and everything seems connected and working as expected. There was no patient present.